Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the olympus endoscopy support specialist (ess). On september 25, 2018, an olympus ess was dispatched to the user facility to observe the facility¿s reprocessing practices. There were no deviations noted with the user facility¿s reprocessing.

Manufacturer narrative:
The medwatch did not specify the serial number of the referenced scope; therefore, it is unknown if the scope was returned to olympus for repair/service. In addition, olympus is unable to perform a review of the instrument¿s history. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The exact cause of the reported event could not be determined; however, improper reprocessing cannot be ruled out as a contributing factor. The bf-1t180 & (B)(4) reusable biopsy valve instruction & reprocessing manuals provides users several warning to mitigate the risk of patient infection/cross contamination. ¿if the biopsy valve (B)(4) is not properly connected to the instrument channel port, it can reduce the efficacy of the endoscope¿s suction system and may cause patient debris to leak or spray, posing an infection control risk. All reusable parts and reprocessing equipment must be cleaned and high-level disinfected or sterilized after each use. Otherwise, an infection control risk to the patient and/or operators can result. The biopsy valve (B)(4) is a consumable that should be inspected as follows before each use. Replace it with a new one if irregularities and/or excessive wear are detected. An irregular, abnormal, or damaged valve can reduce the efficacy of the endoscope¿s suction system, and may leak or spray patient debris or fluids, posing an infection control risk. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
Olympus received a sus voluntary event report on sep 4, 2018, that states the culture & sensitive (c&s) samples obtained during the bronchoscope procedures of ten patients were all noted to be growing pseudomonas aeruginosa and serratia marcescens. These organisms were traced back to an index patient whose sputum also cultured positive for chryseobacterium indologenes. The medwatch states that in addition to the pseudomonas aeruginosa and serratia marcescens organisms, three of the patient¿s cultures also included chryseobacterium indologenes, three other patients grew enterobacter, and one patient grew strep pneumoniae. The patients course of treatment is unknown as some were treated by providers based on their c&s results. According to the reporter, the user facility conducted an investigation and found that the same bronchoscope was used on all ten patients. The medwatch states that during the investigation the referenced scope was cultured and tested positive for the following organisms 2+ serratia marcescens, 2+ chryseobacterium indologenes, 2+ enterobacter cloacae, and 2+ pseudomonas aeruginosus. It was also identified that this same bronchoscope had a loose cap on the biopsy port. An additional culture test was performed in this area and revealed the same organisms noted in the previous culture. All scopes are reprocessed using a medivators plus aer. There were no issues noted that were related to high level disinfection. The medwatch states that based on what is known, there were no patient infections related to this issue. This is 8 of 10 reports.